Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient presented with urethral prolapse and mesh rejection. (Indirect information from the operative report) mesh revision with additional implant (uretex to2) surgery: (B)(6) 2007 ¿ underwent anterior repair, cystocele repair, mesh resection, vaginoplasty, mid-urethral sling placement and cystoscopy under general anesthesia